Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), implanted: (B)(6) 2015, product type programmer, patient; product ID 97754, serial # (B)(4), implanted: (B)(6) 2015, product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), implanted: (B)(6) 2015, product type programmer, patient; product ID 97754, serial # (B)(4), implanted: (B)(6) 2015, product type recharger. (B)(4).

Event description:
The consumer reported that one of the implantable neurostimulators (ins) was tilted so she would like more adhesive discs. The patient stated her health care provider (hcp) knew about it. It was tilted since implant. It was reviewed that adhesive discs were no longer available. The patient was to follow up with the hcp. There were no patient symptoms reported. Medical history includes spinal pain and herniated disc. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the patient reported when they were asked what steps were taken to resolve the tilted implantable neurostimulator (ins) they stated "you don't make post it so it wasn't resolved."